Manufacturer narrative:
Correction: h6 device codes this report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Device analysis results device technical analysis: the device was implanted and will not be returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of known inherent risk of the device. This code was selected as the most probable complaint cause based on the information available. Media review completed in (B)(6) 2024, noted that there were preexisting stents in the lad with severe disease at the ostium and calcified plaque around the stents. The synergy megatron stent was placed from the proximal edge of the old stents in the lad to the lm. A balloon was used to help expand the stents. There was under expansion noted in the lad, calcium noted within the original stents, and a tiny gap noted between the prior stents and the megatron with disruption of the calcified segment. Final images showed good flow in all vessels, with some haziness noted at the megatron and old stents. (B)(6) 2024, initial angiographic assessment showed severe restenosis at the site of under expansion in the lad with progressive disease at the megatron outflow, in the disrupted calcified segment noted previously as not being covered with a stent. Multiple extensive balloon inflations from the mid lad and ostial lad with resistance to expansion was noted due to calcification. Final images showed abnormal angiographic appearance in the distal lm/ostial lad indicating stenosis was slightly improved, but these areas were still problematic/stenosed. Based on the event description, the reported event stent of inadequate/insufficient apposition and profile problem was likely caused by the patient challenging lesion anatomy. Severe restenosis was noted at the site of under expansion in the lad with progressive disease at the megatron outflow. A resistance was felt due to the calcification during expansion when inflating balloons.

Event description:
It was reported that restenosis occurred. In (B)(6) 2024, an intravascular ultrasound (ivus) guided procedure was performed. The 3.50 x 24 mm synergy megatron stent was implanted to treat a target lesion located in the left anterior descending artery (lad) to left main artery (lm). The stent was post-dilated with a 5.00 x 6mm nc emerge balloon and ivus revealed the ostium was wide open and there was not much calcium. In (B)(6) 2024, the patient presented with chest pain. Aggressive in-stent stenosis in the distal stent was noted as well as heavy calcification at the ostium of the lad on both sides of the stent. An ivus guided procedure was performed. After a non-boston scientific lithotripsy balloon and 4.50 x 8mm nc emerge balloon were used, the ostial lad was treated with a drug coated balloon. The patient fully recovered. It was further noted during review of media received by the site by boston scientific medical personnel that in (B)(6) 2024, there were preexisting stents in the lad with severe disease at the ostium and calcified plaque around the stents. There were also preexisting stents in the right coronary artery with no major obstruction. The left main (lm) and left circumflex arteries had some minor plaque. Ivus was used to provide imaging of the lad. The synergy megatron stent was placed from the proximal edge of the old stents in the lad to the lm. A balloon was used to help expand the stents. There was under expansion noted in the lad, calcium noted within the original stents, and a tiny gap noted between the prior stents and the megatron with disruption of the calcified segment. Final images showed good flow in all vessels, with some haziness noted at the megatron and old stents. In (B)(6) 2024, initial angiographic assessment showed severe restenosis at the site of under expansion in the lad with progressive disease at the megatron outflow, in the disrupted calcified segment noted previously as not being covered with a stent. Ivus was again used. Multiple extensive balloon inflations from the mid lad and ostial lad with resistance to expansion was noted due to calcification. There was some resistance of the catheter advancing, specifically in the mid lad. There was suspicion of the catheter being abluminal at certain points. Wires were removed after many ballooning attempts. Final images showed abnormal angiographic appearance in the distal lm/ostial lad indicating stenosis was slightly improved, but these areas were still problematic/stenosed.

Event description:
It was reported that restenosis occurred. In (B)(6) 2024, an intravascular ultrasound (ivus) guided procedure was performed. The 3.50 x 24 mm synergy megatron stent was implanted to treat a target lesion located in the left anterior descending artery (lad) to left main artery (lm). The stent was post-dilated with a 5.00 x 6mm nc emerge balloon and ivus revealed the ostium was wide open and there was not much calcium. In (B)(6) 2024, the patient presented with chest pain. Aggressive in-stent stenosis in the distal stent was noted as well as heavy calcification at the ostium of the lad on both sides of the stent. An ivus guided procedure was performed. After a non-boston scientific lithotripsy balloon and 4.50 x 8mm nc emerge balloon were used, the ostial lad was treated with a drug coated balloon. The patient fully recovered. It was further noted during review of media received by the site by boston scientific medical personnel that in (B)(6)2024, there were preexisting stents in the lad with severe disease at the ostium and calcified plaque around the stents. There were also preexisting stents in the right coronary artery with no major obstruction. The left main (lm) and left circumflex arteries had some minor plaque. Ivus was used to provide imaging of the lad. The synergy megatron stent was placed from the proximal edge of the old stents in the lad to the lm. A balloon was used to help expand the stents. There was under expansion noted in the lad, calcium noted within the original stents, and a tiny gap noted between the prior stents and the megatron with disruption of the calcified segment. Final images showed good flow in all vessels, with some haziness noted at the megatron and old stents. In (B)(6) 2024, initial angiographic assessment showed severe restenosis at the site of under expansion in the lad with progressive disease at the megatron outflow, in the disrupted calcified segment noted previously as not being covered with a stent. Ivus was again used. Multiple extensive balloon inflations from the mid lad and ostial lad with resistance to expansion was noted due to calcification. There was some resistance of the catheter advancing, specifically in the mid lad. There was suspicion of the catheter being abluminal at certain points. Wires were removed after many ballooning attempts. Final images showed abnormal angiographic appearance in the distal lm/ostial lad indicating stenosis was slightly improved, but these areas were still problematic/stenosed.

Manufacturer narrative:
H6 evaluation method codes: corrected.

Event description:
It was reported that restenosis occurred. In (B)(6) 2024, an intravascular ultrasound (ivus) guided procedure was performed. The 3.50 x 24 mm synergy megatron stent was implanted to treat a target lesion located in the left anterior descending artery (lad) to left main artery (lm). The stent was post-dilated with a 5.00 x 6mm nc emerge balloon and ivus revealed the ostium was wide open and there was not much calcium. In (B)(6) 2024, the patient presented with chest pain. Aggressive in-stent stenosis in the distal stent was noted as well as heavy calcification at the ostium of the lad on both sides of the stent. An ivus guided procedure was performed. After a non-boston scientific lithotripsy balloon and 4.50 x 8mm nc emerge balloon were used, the ostial lad was treated with a drug coated balloon. The patient fully recovered.